Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an unknown etiology. A position modified endograft was placed in the patient's aorta and an icast balloon-expandable covered stent graft was used in the patient's renal artery. A gore® excluder® iliac branch component (ibe) was placed distally in the patient's left common iliac artery and an additional non-gore cuff device was used as a bridging stent. It was noted that multiple gore® viabahn® vbx balloon expandable endoprostheses and a medtronic endurant aortic cuff were also used. The patient's anatomy was reportedly extremely tortuous. On (B)(6) 2022, reintervention was performed to treat two type iii endoleaks. The first endoleak was reported between the non-gore aortic endograft and the icast device in the patient's renal artery. The second type iii endoleak was reported between the ibe device and the non-gore cuff that were placed distally in the patient's left common iliac artery. A proximal type I endoleak was also observed on the non-gore endograft. It was reported that a gore® tag® conformable thoracic stent graft with active control system was advanced in an attempt to treat the proximal type I endoleak. Reportedly, due to the patient's tortuous anatomy, the device was unable to advance proximally, so the physician opted to deploy the device in the patient's left common iliac artery to treat the type iii endoleak on the ibe device. The deployment was successful and the delivery catheter was withdrawn with no reported issues. The type iii endoleaks were successfully treated. Treatment of the proximal type I endoleak was planned for a later date. It was reported that the patient coded on or around (B)(6) 2022. The patient subsequently expired. The cause of death was reportedly unknown, but it was reported that the patient had multiple comorbidities and the physician did not suspect that the patient's death was attributed to the placement of the ctag device.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #tgmr373710/ serial (B)(4)/ UDI (B)(4). Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. Investigation findings: the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and death. Furthermore, the IFU states that the gore® excluder® iliac branch endoprosthesis is intended to be used with the gore® excluder® aaa endoprosthesis or the gore®excluder® conformable endoprosthesis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.